Manufacturer narrative:
Submit date: (B)(4), 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt had a hole in his dialysis catheter; requiring a change in his beta cap adapter and transfer set. Pt started on prophylactic antibiotics.